Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer and reported. A new sample was drawn and the result as negative. The customer performed repeat testing on another sample tube that was drawn at the same time of the initial sample as well as repeat testing on the redrawn sample and the results were negative. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant advia centaur cp result is unknown. The customer quality control results were within acceptable limits and there were no other discordant patient results observed by the customer. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.